Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported included difficulty moving, nausea, dizziness, dehydration and fatigue. The patient was treated with insulin and saline solution.

Manufacturer narrative:
The device was received fully deployed. The device generated an 0x1c safety alarm, indicating the pump has reached the pump expiration time. The device was confirmed to have run for 80 hours. There were no timeouts or drive stalls observed that would indicate there was a struggle to deliver insulin. No damages or defects were observed that would contribute to the pod not delivering insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs.